Manufacturer narrative:
(B)(4). The device was not available for evaluation. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm, the home patient (hp) noticed air in the patient line during fill one of three on a homechoice (hc) machine. There was nothing found with the setup during troubleshooting that would cause or contribute to the air in the line. The technical service representative (tsr) advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.